Manufacturer narrative:
After inserting a battery, unit received with constant battery failed alarm. No moisture damage on the electronics, motor, vibrator, and keypad assembly during visual inspection. However, found corroded battery tube, moisture damage battery connector during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion inside the battery tube and powered the pump on using the battery simulator normally and unit was battery failed alarm noted during testing. Installed electronic assembly to test case and unit power properly and no battery failed alarm noted. Thus was utilized and downloaded trace/history files properly and found in the pump history multiple failed battery alert (104)) on (B)(6) 2021 22:14:58. 22:15:03.22:23:42. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the constant battery failed alarm. Unit p-cap / test reservoir lock in place properly. Unit had cracked battery tube threads, broken reservoir tube lip, label damage. In conclusion, constant battery failed alarm due to corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had batter failed alarm. Compartment or spring damage and corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.